Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results. The device was returned for further evaluation with all of the fragments being returned. Visual inspection of the device found a clean oblique fracture of the device. The fracture is proximal to the central post and runs across the intra-condylar space. The device also exhibits heavy wear on all surfaces that is indicative of heavy use. The device was manufactured in july of 2013 and had a approximate field life of three (3) years and five (5) months with an unknown frequency of use. The device history records and the receiving inspections report were reviewed and found no anomalies or deviations. Review of the complaint history determined that no further action is required as no were trends identified. The root cause is tied to the design of the device. This complaint was confirmed as the device was returned fractured. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial articular surface provisional fractured.